Event description:
It was reported, the depth gauge was measuring 2mm short as per the surgeon. Case did complete as normal.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report.